Manufacturer narrative:
(B)(4). Examination of the returned complaint device revealed that the returned product consisted of the watchman delivery system (wds). The sheath, tip, implant and core wire were microscopically examined. There was blood on the device when received. There were numerous kinks throughout the sheath of the device. The implant was protruding 8mm from the tip of the wds. The tip was flared/pushed back towards the sheath and was ripped/damaged from the anchors. There was anchors that were damaged so they were protruding outward, not allowing the implant to be fully recaptured. The implant was deployed and measured and the device size was consistent with the reported information. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR: 2134265-2017-08292. It was reported that recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A 33mm watchman ® laa closure device & delivery system (wds) along with a watchman® access system (was) were used. The closure device was deployed; however, there was some resistance due to the tip of the wds becoming damaged during recapture. The closure device was unable to be recaptured into the wds; however it was contained within the was during removal. There was no damage to the was and it was used with a 27mm wds to complete the procedure. No patient complications were reported and the patients status is stable.